Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020062 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Pharmacy called in because a customer returned a flowflex test because no results displayed. They followed the directions exactly and dispensed the 4 drops into the s well. The pharmacy would like a replacement for the returned kit.